Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As reported by the sales rep via phone, upon plug in of the camera the blue indicator light came on the all in one ccu + light row but the screen changed from color bars to a blank screen. When they tried to re-start they no longer received the blue indicator light and they could not register 3 different cameras. The case had to be cancelled as they do not have a back-up unit. They estimated that they spent 25- 45 minutes trying to resolve by swapping out cameras and technical support.